Manufacturer narrative:
The manufacturer previously reported that they became aware of a voluntary medwatch mw5114665 report that was submitted with allegations of nasal inflammation and symptoms of excessive daytime sleepiness. The user also complained of headaches and inability to carry out job duties or leisure activities. The user went to her physician and tried nasal sprays to no avail the users enlarged nasal turbinates' were so inflamed that they protruded out the nostrils. Medical intervention included a prescribed an ointment for turbinate's. The user allegedly switched cpaps to a different manufacturer and the symptoms resolved. There was no contact information provided, and also no device information or serial number. We were unable to gather additional information or to ask for the device to be returned and investigated. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an initial- final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In the previous report, section h1 type of reportable event, was inadvertently selected as "other". It has been corrected to "serious injury" on this report. The manufacturer site is also corrected on this report in sections d3 and g1.

Event description:
The manufacturer became aware of a voluntary medwatch mw5114665 report that was submitted with allegations of nasal inflammation and symptoms of excessive daytime sleepiness. The user also complained of headaches and inability to carry out job duties or leisure activities. The user went to her physician and tried nasal sprays to no avail the users enlarged nasal turbinates' were so inflamed that they protruded out the nostrils. Medical intervention included a prescribed an ointment for turbinate's. The user allegedly switched cpaps to a different manufacturer and the symptoms resolved. There was no contact information provided, and also no device information or serial number. We were unable to gather additional information or to ask for the device to be returned and investigated. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an initial- final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
No device returned. Unable to contact user.